Event description:
It was reported that the stent was correctly deployed in an rca lesion; however, the balloon was unable to be deflated completely. The stent delivery system was carefully withdrawn into the guiding catheter and the entire system was withdrawn as a unit without further complications. Once outside the pt, the balloon remained partially inflated for several hours. There was no pt injury.